Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a detached sensor wire. The sensor was inserted into the abdomen on (B)(6) 2018. It was indicated that upon sensor removal, the sensor detached and was inside the patient's body. The sensor insertion site had swelling and when the patient's father spoke with the patient's doctor on (B)(6) 2018, the doctor advised the patient's father to let the sensor work itself out and prescribed the patient cephalexin antibiotics. On (B)(6) 2018, the patient visited the doctor again because the swelling had become worse since their last visit and the doctor advised them to have the sensor surgically removed. At the time of contact, the patient was in stable condition.